Event description:
It was reported from the retrospective and prospective chart review, and analysis of endoscopic treatment by biliary stents. Approx 3 months post placement of a 10mm x 40mm rx wallstent permalume stent in the distal common bile duct (cbd) for management of a stricture, the pt underwent a scheduled stricture revision at which time it was noted that the stent had migrated to a location across the ampulla. The stent was removed via a rat-toothed forceps without complication. The pt's condition resolved with removal of the sent. It was noted that the event was moderate in severity, serious, and definitely related to the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.